Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead could not be implanted due to an unspecified product performance issue. The rv lead was never in service and there were no adverse patient effects reported.

Manufacturer narrative:
Despite multiple requests, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The helix was tested and would not function because there was dried blood/body fluid in the helix housing and in the neck region which prohibited it from moving. Laboratory analysis did not reveal any other abnormalities with this lead.